Event description:
Revision surgery - due to a torn rotator cuff that required a conversion to a reverse shoulder prosthesis (rsp).

Manufacturer narrative:
The reason for this revision surgery was to remedy a torn rotator cuff after 2.5 months of patient use. There were no reports of any patient activities, accidents, or medical contraindications that may have contributed to the need for a revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associate with this product: the stem was issued a nonconformance due to the r .020 feature having a suture hole edge radius and not meeting the specifications of the blueprint. The parts were accepted since the radius was within tolerance. A review of the product complaint report history shows this is the second complaint for this part number; one due to dislocation and one for instability. This is the first complaint for this lot number. The root cause for the torn rotator cuff could not be determined with confidence. There is no information that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.